Event description:
The customer reported false positive antibody screening tests when using biotestcell 1&2 in solidscreen ii on tango. Three patient samples that had caused false positive test results were sent to us for investigational testing and the supposedly defective product was returned, too. The patient samples were retested with the supposedly defective product. Furthermore, our quality control laboratory tested the complaint sample of biotestcell1&2 as well as the retained sample with additional samples and controls. In some cases, the negative samples did not react clearly negative with cell #2 of biotestcell 1&2, instead it displayed a diffuse surrounding around the button. Further actions were initiated to find the root cause for the ambiguous negative reactions. A review of the batch record documentation showed no irregularities, which might have negatively affected the quality of the allegedly defective lot. There is no indication for an instrument malfunction of the affected tango optimo.

Manufacturer narrative:
This is our combined initial and final report on this incident